Manufacturer narrative:
The loss of dental fillings is a well-known issue when using power toothbrushes. This is a result of a tooth restoration that is structurally compromised or has reached the end of it's life, and is not due strictly to the device. The use of a power toothbrush with an improperly restored tooth could exacerbate a pre-existing condition and cause unforeseen damage. Note: this report is being provided as a part of a retrospective review, per discussion with FDA medical device policy branch, and was performed as a result of recent changes/improvements made to our MDR reporting system as a result of an internal audit. This resulted in a two-year retrospective review for reportable events in order to identify and submit all events meeting the criteria described by the FDA representative.

Event description:
Consumer stated that the brush heads broke a piece of her tooth filling.